Manufacturer narrative:
Investigation of the physical device found evidence of fluid ingress on the pcb within the centrifugal pump drive which caused a short circuit.

Event description:
User reported that during a case the pump manager alerted for "no pump location 12" after which the user was unable to change the rpm of the pump. The user made the decision to handcrank the pump before hot swapping out the faulty drive to a new drive. The case concluded without any further issues. There was no patient harm. Spectrum medical considers inability to control pump speed a reportable malfunction.